Event description:
It was reported that during a lap. Gastric bypass procedure the surgeon stated that both trocars were leaking. The surgeon likes for the pressure to be 15mm and with the leak occurring, the pressure was on stay out 8mm. The surgeon tied umbilical tape around the trocar cap where it sets onto the housing. After wrapping the trocars with tape the surgeon took towel clamps to hold the trocars together. This slowed down the leak and the pressure was brought back up to 15mm. The case was complete with no patient consequence.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate indicated that during an abdominal aortic aneurysm (aaa) procedure (aorta's stent graft), one device "broke" at the point of the first proximal markerband. The pt's anatomy was normal. Just as he withdrawing supertorque mb outside through 6f sheath, the was some resistance, and it became caught where the first gold band (viewed from the direction of hub) is located. The physician pushed back the supertorque mb toward aorta and again tried withdrawing the catheter, but it broke where is first gold band was located. The physician used a 6f sheath and was able to retrieve this distal part of super torque mb with a snare. Super torque mb (catheter # 2), physician noted that some of the gold marker bands moved a little bit toward distal part of catheter. The same thing happened to a third super torque mb (catheter # 3), physician noted that some of the gold marker bands moved toward a little bit toward distal part of catheter. There were no markerbands left inside to the patient. After the three super torque mb catheters were used, the physician changed to another product. The procedure was carried out to the end. The patient was not affected by this event.

Manufacturer narrative:
The product was returned for evaluation and testing. The complaint conclusion has been updated to reflect the completed analysis. The complaint received states that during an abdominal aortic aneurism percutaneous repair procedure the super torque mb catheter had difficulty during withdrawal of the device and was separated. The report received from the affiliate indicated that during an abdominal aortic aneurysm (aaa) procedure (aorta´s stent graft), one device "broken" at the point of the first proximal markerband. Just as he withdrawing supertorque mb outside through 6f sheath, it got caught where the first gold band (viewed from the direction of hub) is located. He pushed back supertorque mb toward aorta. And tried again withdrawing supertorque, it broken where the first gold band (viewed from the direction of hub) and there was resistance/friction during the withdrawal of the product. Also, some of the gold marker bands moved on two other super torque md catheters used in the procedure. One non sterile 5f diagnostic catheter with marker bands was received separated from the body on two sections in a plastic bag on (B)(6) 2010. At a glance, five of the twenty marker bands were found dislodged from their original position. Marker bands tracks were observed along the catheter tip. An attempt to insert a 0.038" cordis guide wire was made; however, slight resistance was felt during insertion at dislodged marker bands section. The inner and outer diameter of the catheter was measured at several locations and values were found within dimensional specification. The catheter was sent for sem analysis, which found shaft elongation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Marker band movement was confirmed on two of the returned products and one unit was separated. Although the exact cause of the product failures was not conclusively determined, it does not appear to be related to the manufacturing process. Review of the available information suggests that procedural factors may have contributed to the events. No actions will be taken at this time.